Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Unable to evaluate test strips, customer returned an emptied vial. Most likely underlying root cause of malfunction: user is testing with expired test strips (vial opened over three months). Correction of serial #: meter serial # (B)(4).

Event description:
Customer called complaining meter read lo when ran a blood test and states feels no symptoms of low blood glucose levels. Customer states that tested not fasting, instructed customer on proper testing technique. Customer states this vial of test strips were opened much longer than 4 months ago, as customer has not tested herself for a very long time but recently began to check again. Instructed customer on proper open-vial date information. Customer takes metformin for diabetes management. Customer unable to retrieve last 5 results from meter's memory at this time. Will send customer replacement: "trueresult". Memory concerns:lo.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Unable to evaluate test strips, customer returned an emptied vial. Most likely underlying root cause of malfunction: user is testing with expired test strips (vial opened over three months).

Event description:
Customer called complaining meter read lo when they ran a blood test and states feels no symptoms of low blood glucose levels. Customer states that tested not fasting, instructed customer on proper testing technique. Customer states this vial of test strips were opened much longer than 4 months ago, as customer has not tested herself for a very long time but recently began to check again. Instructed customer on proper open-vial date information. Customer takes metformin for diabetes management. Customer unable to retrieve last 5 results from meter's memory at this time. Will send customer replacement: "trueresult memory concerns:lo."